Event description:
The customer reported via phone call that they experienced a high blood glucose level of 468 mg/dl. The customer's endocrinologist tested the insulin pump and said it needed to be replaced. The endocrinologist said the insulin pump only delivered half of the doses. The customer experienced nausea, vomiting, thirst, dizziness, and body ache. The insulin pump was exposed to a x-ray. The insulin pump would be replaced per endocrinologist request and customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with multiple basal profiles and all delivered properly and amounts verified in the daily total screen. The insulin pump was programmed with several boluses and monitored and all delivered properly their indicated amounts and listed properly in the bolus history screen. No delivery or history anomalies were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, scratched reservoir tube window and a cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.